Manufacturer narrative:
(B)(4). The patient was brought back in clinic for troubleshooting. The noise was unable to be reproduced via pocket manipulation. The device sensitivity was reprogrammed, and the patient will continue to be monitored at this time. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead recorded several episodes of noise on the rv rate/sense and shock channels, with several seconds of rv pacing inhibition occurring. The patient is pacemaker dependent, but does have a variable escape rate ranging from 15-30 bpm. Of note, all rv lead measurements are normal and stable. No adverse patient effects were reported as a result of this observation, and no episodes of noise have been recorded since these episodes occurred. The physician suspected that the patient may have been exposed to an isolated event of emi, but the patient denied any emi exposure.

Event description:
--

Manufacturer narrative:
(B)(4)